Manufacturer narrative:
The reported oad was received for analysis with the guide wire. Upon visual examination, adhered biological material was found on the driveshaft and crown. The morphology of the material is unknown. The driveshaft and sheath were found to have been destructively cut from the oad handle. The returned guide wire was also cut. No damage was found on the device which would have contributed to the reported event. When tested, the device functioned as intended and did not stall or emit any unusual noises. At the conclusion of the device analysis investigation, the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID#: (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the lesion resulting in a procedural delay. The target lesion was a total occlusion and was located in the superficial femoral artery (sfa). During atherectomy treatment, the oad made an abnormal noise and became stuck in the lesion and stalled. The crown would not retract into the sheath, and a larger sheath was inserted in order to remove the oad. This resulted in a procedure delay of one hour. The procedure was then completed with balloon angioplasty and the patient was in stable condition.